Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor patient was recently implanted. It was reported that the patient has a poor communication, was leaking and keeps getting up for the bathroom. Patient also reported that they felt like the ins was not working no further complications were noted or anticipate

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported they were 'pouring' not leaking and that every 4-5 hours they increased stimulation. It was reported that it eventually felt better and seemed to start taking care of it. Consumer reportedly has an appointment with their health care professional on monday. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient called regarding a letter they received. They reported that bronchitis had caused their coughing and the coughing had caused the leaking, they didn't know why they experienced leaking after the procedure. Steps taken to resolve the bronchitis and coughing were antibiotics and an inhaler, which were unrelated to the device aside from the coughing causing the patient to leak. Once the cough stopped the leaking resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient developed a cough and when they cough they lose control of their bladder since implant and the patient indicated that this did not happen prior to implant. Additionally, the patient indicated that when they stand up "everything would come out" which was clarified to mean urine. During the call the patient's implant was checked and found to be turned on, but the patient was assisted with increasing stimulation and the patient confirmed feeling stimulation in the correct area. The patient planned to monitor their symptoms to see if they resolve and they had a follow-up appointment with their healthcare provider (hcp) for the (B)(6). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient woke up rather damp and she synced with her neurostimulator (ins) and it showed 0.0v. The patient stated that she couldn't increase and she changed the batteries in the patient programmer and realized she was accidentally holding the navigator button. Trouble shooting attempts were made and the patient programmer showed stimulation was off and the patient needed to turn therapy on for it to be effective. The patient mentioned she did not feel stimulation and thought she was on program 1 when she left the hospital, but now it showed program 3 and it wouldn't increase past 0.0v. The patient was told to consider changing programs, if medically appropriate, and the patientconfirmed feeling stimulation in the correct area. The patient was helped to switch back to program 1 and would monitor the symptoms. There were no further symptoms or complications reported or anticipated.